Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported event. Upon conclusion of the investigation,there is no evidence that the device caused or contributed to the patient's death. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away. The cause of death was unknown. The patient passed away at home while connected to the homechoice device. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.